Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged few weeks post implant procedure. The lead was repositioned. Exit block was reported. The lead exhibited high threshold and r-wave amplitude variation. Since (B)(6) 2019, the patient complained of syncope. The lead exhibited intermediate loss of capture. The patient presented for lead repositioning procedure on (B)(6) 2019. During the procedure, the set screw in the device was stuck and despite multiple attempts, it was difficult to remove the atrial and right ventricular leads. Same issue was noted with both the leads. The device, atrial and right ventricular leads were explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
The reported event of the v-setscrew was fixed and could not be untightened was confirmed in the laboratory. The device was tested on the bench and found the v-setscrew was firmly stuck in the connector block. Destructive methods found a foreign material in the v-connector block threads. Scanning electron microscopy confirmed that the foreign material to be epoxy. When the setscrew was tightened during the initial implant, the epoxy in the connector block caused the setscrew to be locked in place which prevented the removal of the lead. The analysis found the same epoxy in the a-connector block and setscrew threads which caused the difficulty untightening the a-setscrew in the field. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. As a result of these findings, abbott is performing further investigation.